Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed assistance with rewinding the device. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted for additional information. The customer did confirm that she was wearing the pump at the time of the hospitalization, but she did not feel that the pump was responsible for the event, and does not feel that it malfunctioned. Advised the customer to call back if she requires further assistance.